Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted. There are no known allegations against the performance of the device and the explant reason was normal battery depletion. This event was created due to laboratory analysis.